Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate after 3 weeks of implant. The implant was removed and there was no harm caused to the patient. No patient's race was available. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. The patient had type IV bone. Osseointegration depends on the type of volume of available bone. Published studies show that failure to osseointegrate occurs in 2 to 10% of all cases and is considered an inherent risk in implant surgery. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate in 3 weeks after it was implanted. No serious injury or adverse events were reported to the patient. However, the patient experienced general bone loss and had implant placement in previously/simultaneously grafted site. The patient had bone type IV and no pre-existing conditions. The patient was reported to be in satisfactory condition.